Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet returned.

Event description:
The customer reported that the device, orvplp02, integrated smoke evacuation pencil, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the console showed power being given out. And orvac activated automatically.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one (B)(6) in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the esu system 7550 ((B)(6)), the device functioned as intended. A device history record review was requested from the manufacturer and no indication of abnormalities was communicated. A 2 year lot history review shows a total of(B)(4) for this lot number and failure mode however, none are confirmed. A two-year review of complaint history revealed there has been a total of (B)(4), regarding 4 devices, for this device family and failure mode. During this same time frame(B)(4)have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. When not in use, the active electrode should be placed in a clean, dry, non-conductive safety holster. Integrated smoke evacuation pencil is designed and intended only to be used with an electrosurgical generator that has been tested to the iec 60601 standard. Please refer to generator to ensure compatibility. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(6), integrated smoke evacuation pencil, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the console showed power being given out. And orvac activated automatically.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.